Manufacturer narrative:
The ml 10 clip applier with customer's stated complaint that the devices failure to form a compressed clip twice resulted in a cut to the vessel was returned and investigated. Visual inspection and functionality test did not reveal any non-conformity with the device. Multiple clip cartridges were inserted into the device and the device fired all the clips without any issue. The clip cartridges that were used with the device when the incident occurred were not returned. The root cause of the complaint is undetermined.

Event description:
During a surgical procedure, the m/l 10 clip applier failed to form a compressed clip resulting in cutting and damaging an artery. The surgeon was able to stop the bleeding and the procedure continued as expected.